Event description:
A malfunction alarm occurred but no notable events were reported prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. Ultimately, technical support arranged for a pump replacement and provided the customer with instructions for returning the faulty pump and using manual injections to ensure continuous insulin delivery.